Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer was taken to the emergency room and was hospitalized in intensive care unit. The blood glucose reading was 638 mg/dl. Customer stated that she had issues with three infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.